Event description:
During a breast biopsy after several samples were retrieved the customer noticed the rear rotation knob of the device turned approx 360 degress on its own. There was no pt consequence reported; the case was completed using the device.